Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, patient underwent spinal fusion surgery which only had select parts of rhbmp-2/acs (i.e. The rhbmp2 and collagen sponge). The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was applied from a posterior approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the posterolateral gutters).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar disc herniation at l3-4 and l4-5 and underwent the following procedure: l3-4 decompressive laminectomy and discectomy, posterior lumbar interbody fusion using concord bullet interbody cage and pedicle screw stabilization l3-4,l4-5, bmp containing sponges l3-4 and l4-5 and local autograft prosthesis. Pre-operatively, MRI revealed disc herniation at l3-4 and l4-5 and CT myelogram was also obtained which confirmed similar findings. As per op-notes,¿ dissection was then carried out at the l4-5 level and the thecal sac was retracted from left to right and underlying disc herniation was identified. Disc annulus and underlying disc material was removed using curettes and pituitary rongeurs. This allowed for decompression of the exiting nerve root. The plates were then decorticated with the plif shavers and concord bullet cage was then selected and placed. This was size 10 mm cage. This was packed with bmp containing sponges and local autograft. Distraction was then carried out across the l3-4 level and on the right side the thecal sac was retracted from right to left and large central disc herniation was encountered. This was removed with #11 blade and curettes and pituitary rongeurs. The disc annulus was incised and additional disc material was removed using curettes and pituitary rongeurs.¿ the patient tolerated the procedure well without any intraoperative complications.